Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, nausea / vomiting, inflammatory response, kidney disease/toxicity, liver disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, nausea / vomiting, inflammatory response, kidney disease/toxicity, liver disease/toxicity. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed. The device was returned to the manufacturer's product investigation laboratory for investigation. Pil initiated therapy with the device and verified airflow, using a known good pil supplied power supply and ac power cord. Pil also observed customers humidifier heater plate did heat. Pil used a known good pil supplied heated tube on customer¿s humidifier and verified the heated tube did heat. Evidence of sound abatement foam degradation/breakdown was not observed in this device. This investigation was performed as outlined in ER 2244873 (v01). Secondary findings like- ui (user interface) knob broken. Missing air inlet filter. Dust-like contamination at the air inlet, on the pca, in the blower box and throughout the inside enclosure. Dust-like contamination inside humidifier enclosure. Water tank missing. Pil can confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Box d: suspect medical device (device avail. For eval, date returned), box h: device manufacturers (if follow-up, what type, device eval. By mfg, device avail. For eval, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid) have been corrected/updated.